Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, thread tap used, smoker, increased sensitivity, mobility. Complete integration & function achieved (B)(6) 2021, then patient returned (B)(6) 2022 with mobility & tenderness.